Event description:
Reporter indicated that the patient was showing symptoms of possible increase in seizures. A lead test was performed on the patient's device which resulted in high lead impedance reading. X-rays (2002) confirmed a lead fracture. It was reported that the patient had not suffered any recent trauma that could have contriburted to the break in the lead coils. The patient's ncp system was replaced (lead and generator). No malfunction of the generator is suspected, however, the surgeon elected to replace it in case the lead break caused depletion of the battery.